Event description:
On 01/31/2000, the facility's or supervisor informed the MFR's (MFR) sales rep of the following: a pt who received a device in 1999 had a detached catheter removed from pulmonary artery by another facility. The surgeon plans to remove the remaining device in the future and both the surgeon and or supervisor agreed to return the explanted device when removed. The model and lot number of the device in question were noted in the pt record. No further details were provided at this time.